Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, lesions, and visible product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the dark circles and "in the mouth." Topical anesthesia was given as pre-treatment and ice was administered post-treatment. Ten days later, the patient developed edema in the dark circles and the eyes. The product was visible on the left side. Treatment included 2 sessions of radiofrequency to address symptoms of edema and avoid ¿fibrosis.¿ it was also reported that the patient¿s ¿lesion¿ was not permanent. Symptoms are ongoing.